Event description:
Customer called for assistance in completing the load process. Customer's blood glucose level was impacted (133 mg/dl). Tandem technical support guided customer through the load process and customer was able to resume insulin delivery.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.